Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2017)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal on ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (05aug2017)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal on ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fallopian tube with focal salpingitis') in an adult female patient who had essure (batch no. B93876) inserted for female sterilization. The patient's medical history included dysfunctional uterine bleeding and incontinence. Concurrent conditions included ovarian cyst, endometriosis and endometriosis of ovary. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy,bilateral salpingo-oophorectomy, sling). Essure was removed on (B)(6)2017. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: removal date- (B)(6)2017(discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: uterus, cervix, bi lateral ovaries and fallopian tubes, hysterectomy and salpingooophorectomy cervix: benign columnar and squamous epithelium with focal chronic inflammation endometrium: benign proliferative endometrium myometrium: no pathologic features. Right ovary and fallopian tube: benign fallopian tube with mild congestion ovarian follicular cyst. Left ovary and fallopian tube: benign fallopian tube with focal salpingitis. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Event removal replaced with benign fallopian tube with focal salpingitis and event oophorectomy was deleted. Reporter, lab data, date of birth were added. Insertion date updated. Lot number added. Removal surgery details were added. Rcc added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('benign fallopian tube with focal salpingitis'). In an adult female patient who had essure (batch no. B93876), inserted for female sterilization. The patient's medical history included: dysfunctional uterine bleeding and incontinence. Concurrent conditions included: ovarian cyst, endometriosis and endometriosis of ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, sling). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: removal date: (B)(6) 2017, (discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2017, uterus, cervix, bi lateral ovaries and fallopian tubes, hysterectomy and salpingooophorectomy, cervix: benign columnar and squamous epithelium with focal chronic inflammation. Endometrium: benign proliferative endometrium. Myometrium: no pathologic features. Right ovary and fallopian tube: benign fallopian tube with mild congestion ovarian follicular cyst. Left ovary and fallopian tube: benign fallopian tube with focal salpingitis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.